Manufacturer narrative:
A review of the device history record revealed the device was released to stock on 09/05/2019. All documents were reviewed without issue and the device passed all tests during manufacturing. The actual complaint device was received for investigation. Our investigation included a vacuum test. The vacuum test tested all pressures measured with a calibrated manometer. All test results were within the required test requirements. Our investigation revealed the device works as intended; therefore, the reported issue was not confirmed. Based on the investigation results, no root cause could be determined. We will continue to monitor trends and utilize the information as part of continuous improvement.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
No alarm went off and the machine continued to attempt to get suction/seal. Two negative pressure wound therapy devices were attempted on the same patient. The lot/serial number for this one is (B)(4).